Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged therapy electrodes) has been confirmed. Upon investigation the electrode belt q1 component on ECG "b" cable was defective causing intermittent connection. The root cause for the defective component could not be positivity identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.